Event description:
Caller reported a malfunction on the pump, identified by a specific malfunction code. Blood glucose level did not exceed 500 mg/dl, with a reported value of 341 mg/dl, indicating it was within a safe range. Technical support assisted the customer in resetting the pump, the customer was informed they could continue using the pump and to contact support again if the malfunction recurred, which it did not after resetting.